Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was administered oral antibiotics (date not reported).